Event description:
The customer complained that a patient pendant was found with a bare wire exposed. No injury reported.

Manufacturer narrative:
The technician replaced the patient pendant, which resolved the issue. The bed operates normally. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.